Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer pfo occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. During implant, the device did not maintain its usual shape. The physician carried out tests as per the instructions, but the device maintained a tire shape. The device was exchanged with a new 30mm amplatzer pfo occluder. There was no interaction with cardiac structures during deployment, and there was no angulation or kink in the delivery system. There were no reported adverse patient effects. The patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Imaging received from the field appeared to show the device in bulbous formation. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.